Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 760 mg/dl and ketones a healthcare provider deemed life threatening on (B)(6) 2026. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2 days later, (B)(6) 2026 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Customer reverted to an alternate form of insulin therapy.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 760 mg/dl and ketones a healthcare provider deemed life threatening on (B)(6) 2026. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2 days later, (B)(6) 2026 with the issue resolved. Reportedly, due to the elevated bg, the customer experienced an acute kidney injury, though specifics were not provided. System check with tandem technical support confirmed the pump was functioning as intended. Customer reverted to an alternate form of insulin therapy.